Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, articular surface, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from patient that his surgeon has informed him after a bone scan that there is tibial loosening recommending a future revision. The patient had experienced pain, swelling, and stiffness. Attempts have been made, and all available information has been provided.